Event description:
It was reported that when they were removing nudules duirng a biopsy procedure when they partially had removed the nodule from the patient and the bag broke. The contents did spill into the patient. They were able to retrieve the nudule and the device from the paitient..

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.